Event description:
It was reported that the atrail lead exhibited high capture thresholds. The lead impedance had decreased since implant. A lead fracture was suspected and the lead would be monitored.